Manufacturer narrative:
(B)(4). Batch #: unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during the left upper lobectomy surgery, when severing pulmonary lobe tissue on the 1st firing, after fired, noted some staples malformed with irregular shape. Change another reload to continue the surgery, the problem happened again. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.